Event description:
The pt was revised reportedly due to infection, poly was swapped. Doi:2005, dor:2005, further follow-up discovered pt has type 2 diabetes and has several surgical/medical intervention due to infection. Doi:2004, dor:2005 the poly insert was swapped and doi:2005 dor:205 where all components were removed and antibiotic spacers were inserted.